Manufacturer narrative:
(B)(4).

Event description:
During a review of the patient's programming history, a high impedance event was observed to have occurred on (B)(6) 2015 with a system diagnostic test results. The device was programmed "off" subsequently. Additional information was received from the patient's provider that there was no high impedance message received for patient per notes from april and october 2015. On (B)(6) 2015, patient's device was temporarily disabled for MRI scan and was turned back on the same day. The provider was reported to be very knowledgeable with vns and has been using the programming system for a long time and would know the difference between normal and high impedance. The patient was seen two times after (B)(6) 2015 on (B)(6) 2015 and (B)(6) 2016, and normal impedance was seen both times. The medical professional was made aware of the high impedance but no known interventions were taken. Review of the decoder data for the generator implanted on (B)(6) 2016 shows that the there was a 186.6% change in impedance on (B)(6) 2015 (one day after surgery) from 3656 ohms to 10481 ohms. Based on this data, it is suspected that the high impedance is a result of incomplete pin insertion and has started since (B)(6) 2015. However it is unknown if the high impedance resolved later.